Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during the small bowel anastomosis drainage catheter removal, the drainage catheter fractured into three pieces. The foreign bodies were successfully removed via a vascular snare device. As a result of this event, a prolongation of hospitalization was required for this patient. The physician does not believe that excessive force was used during device removal. The patient tolerated the procedure well. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.